Event description:
As reported, the canopy of a 5mm 180cm extra support angioguard rx emboli capture guidewire system could not be withdrawn for use after rinsing outside the body according to the procedure. There was no reported patient injury. The device was rinsed according to the procedure prior to use and was not able to be withdrawn for use. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. Addendum: per pe findings, there was an unraveled condition on the distal tip of the ecgw system.

Manufacturer narrative:
Complaint conclusion: as reported, the canopy of a 5mm 180cm extra support angioguard rx emboli capture guidewire system could not be withdrawn for use after rinsing outside the body according to the procedure. There was no reported patient injury. The device was rinsed according to the procedure prior to use and was not able to be withdrawn for use. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside a clear plastic bag. The device was unpacked for visual evaluation. The returned components included the delivery sheath and the ecgw system inserted into the delivery sheath; the remaining components were not returned for analysis. The filter basket was deployed in the expanded position. A buckling condition was observed on the delivery sheath approximately 26 to 30 cm from the distal tip. The distal tip of the ecgw system was unraveled, and the distal tip of the delivery sheath was accordioned. No other notable observations were identified on the returned components. Microscopic examination of the filter basket using a vision system showed no damage to the filter struts or membrane walls. The accordioned condition of the distal tip of the delivery sheath was confirmed, and the unraveled condition of the distal tip of the ecgw system was also confirmed. Functional analysis was not performed because the key components related to docking of the filter basket were not returned. Based on the evaluation, buckling of the delivery sheath, unraveling of the distal tip of the ecgw system, and accordioning of the distal tip of the delivery sheath were observed. The exact cause of the observed condition could not be conclusively determined during the evaluation. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process. The reported ¿delivery system ¿ loading (docking) difficulty¿ could not be substantiated because the key components related to docking of the filter basket were not returned preventing functional testing for this event. However, the malfunction ¿distal tip (ecgw) ¿ unraveled/stretched¿ was observed. The exact cause of the reported event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used; information for safety is provided in the product labeling to make users aware of these risks. The instructions for use (IFU) state: ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and the results of the product analysis, there is no objective evidence to indicate the event is related to device design or manufacturing; therefore, no preventive or corrective actions will be taken at this time.